Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR #1036844-2011-00080 for the first event involving the same patient. It was reported that in the patient's room the physician found the proximal extension line damaged. The catheter was inserted 5 days prior via the internal jugular infusing b-fluid and other through it. The extension line was almost completely cut off in the middle. The catheter was removed and replaced. There was no reported patient death, injuries or complications. The patient outcome is "good".